Manufacturer narrative:
Block h6: block a0401 captures the reportable event of handle cannula break. Block a23 captures the reportable event of basket failure to crush stone. Block a051104 captures the reportable event of basket failure to release stone. Block a150207 captures the reportable event of device difficult to remove. Block f2301 captures the event that the impacted basket was removed with a sohendra lithotripsy system. Block f23 captures the event that a series of emergency operations was performed to remove the impacted basket.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during a biliary tract stone removal by endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the basket was advanced into the patient's bile duct to capture a stone. While the physician attempted to crush the stone using an alliance handle, the handle cannula of the trapezoid rx handle fractured and the basket was unable to crush stone. The stone was stuck in the basket, and the basket could not be removed from the bile duct. After a series of emergency operations, the impacted basket was finally removed with a sohendra lithotripsy system. The procedure was completed using another trapezoid rx. There were no patient complications as a result of this event, and the patient's condition following procedure is stable.